Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 of the staff discovered a crack in the conical dissection tip and as a result of this crack, the image was bad and couldn't proceed with the dissection. The defective tip was removed and replaced it with another one, after that a normal image was displayed.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformity, no cracks were observed. A functional test was conducted on the dissection tip. The device was attached to a reference endoscope and viewed on an evh endoscope system camera; there was clear visibility through the dissection tip. The reported complaint for "dissection tip crack" was unable to be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).